Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the pump wake button was intermittently unresponsive. Customer declined to further troubleshoot or provide details with tandem technical support. No reported adverse impact to the customer's blood glucose.